Event description:
Info received indicates the valve was removed after 56 months due to aortic stenosis. Surgeon suspects bovine pericardium (jostra) that was used on the pt was related to the inflammation. The device was replaced with no additional consequence reported for the pt.